Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. The cause of low bg was unknown. The customer received third party assistance from a friend, who provided soda and carbohydrates to address bg. This event did not cause an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.